Event description:
At l5/6 dr. Tried to adjust for rotation when the implant was already expanding vertically. He wanted to collapse the implant to reposition and in so doing the implant become disconnected while turning the thumbwheel in order to push the collapse button over. Additionally, the inserter prongs splayed at this time. Amplify representative walked dr. Through all of the reconnection/collapsing techniques but was not able to re-reconnect. On removal of the implant inserter shaft long, one of the progs was missing. X-ray was taken as stainless steel will show up easily on x-ray. No prog was seen on x-ray. Dr. Left the implant in place, he locked the lockout screw with the handle. No reporting on patient condition after removal. MDR is being filed as precaution if stainless steel prong was implanted. Unknown if stainless steel prong will cause patient complication.